Event description:
At first I experienced hives and acne on my face, neck and head during my cycle each month even though there was little no know bleeding. Pelvic and back pain started off mild but over the months became increasingly severe, only on my left side, worse during my cycle and ovulation. The pain has gotten so severe that it inhibits my quality of life preventing me from doing my daily routine, exercising, and even working at times. I began to bleed heavily with clots, and I developed moderate stomach bloating. I also suffer from night sweats, leg pain and weakness, especially when running. Prior to essure I ran my first 5k; as my symptoms got worse, I am no longer able to complete even one mile without pelvic and leg pain stopping me. I've also suffered from occasional bouts of dizziness, especially in the morning. I am scheduled for a total hysterectomy to remove my tubes, uterus, and cervix.